Event description:
Initial analysis of the returned device noted that the core wire on the retriever was broken. No consequences to the patient were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was returned inside the balloon catheter. Analysis of the returned device revealed that the retriever's platinum wire was broken and retriever was severely tangled, and unknown piece of wire (appeared to be shaft coil) was found on the retriever. The retriever shaft coil winding was slightly deformed (overlap) on its middle section. No other anomalies were observed. Functional testing could not be performed due to the damage on the device. Based on the information currently available a definitive cause of the reported event could not be determined; therefore, an assignable cause of undeterminable was assigned.

Event description:
Initial analysis of the returned device noted that the core wire on the retriever was broken. No consequences to the patient were reported.